Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation. (B)(4).

Event description:
The side arm of the sheath fell off of the sheath during the procedure. Another of the same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, trends, quality control and visual inspection of the returned device was conducted during the investigation. One used rcfw-7.0-35-5.5-rb was returned for investigation with the connecting tube separated from the check-flo body. Upon visual inspection of the returned complaint device, little to no adhesive residue was found on the connecting tube or at the check-flo body sidearm connection. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, it is likely that the failure is related to insufficient adhesive during the manufacturing process. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The side arm of the sheath fell off of the sheath during the procedure. Another of the same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.